Event description:
It was reported that the locking mechanism on mrh distal augment trials snapped off intra operatively. This happened while trying to snap the trial onto the femur. The rest of the case the surgeon used the trial, but had to use carefully and hold in place.

Manufacturer narrative:
The patient is 64 inches in height. An event regarding a broken clip involving an mrh trial augment component was reported. The event was confirmed. Visual inspection confirmed that one of the retaining clips had broken off the trial augment. Material analysis indicates the distal augment clip fractured in overload due to a force applied to the exterior of the clip. There was no evidence of manufacturing or material defects on the device features evaluated. There were no adverse consequences reported. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the lot referenced. Visual inspection confirmed that one of the retaining clips had broken off the trial augment. Material analysis indicates the distal augment clip fractured in overload due to a force applied to the exterior of the clip. There was no evidence of manufacturing or material defects on the device features evaluated. It is noted that this trial augment was manufactured in 2006 and would have been subjected to multiple uses and sterilizations while in service. The retaining clips are subjected to stress when the trial augment is snapped in and out of place during the trialling process.

Event description:
It was reported that the locking mechanism on mrh distal augment trials snapped off intra operatively. This happened while trying to snap the trial onto the femur. The rest of the case the surgeon used the trial, but had to use carefully and hold in place.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.